Event description:
It was reported that a revision surgery for a legion knee implant was performed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documents were provided to conduct a thorough medical assessment. However, it was reported this resulted in no harm to the patient. Therefore, no further clinical/medical investigation is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.